Event description:
Patient was implanted with ti multi vector distractor body on (B)(6) 2013. On (B)(6) 2013, the surgeon performed a change of a distraction to a consolidation. While the surgeon was trying to manipulate the outer body distractor, it kept slipping; not allowing the surgeon to use it functionally. The left and right function of the notches was stripped, which made the device unusable. The surgeon ended up removing the outer body distractor on (B)(6) 2013 and used carbon fiber rods and fingers to correct the orientation. The procedure was prolonged about 15-20 minutes because of this incident. The procedure was completed without any other further incident. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The features that could be measured met specifications. There is a massive abrasion on the thread. This is indicative of inappropriate handing: not because of production. This is considered as a single case for this event. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Part etched with part 487.931, lot 8294324, synthes logo, ce mark and use markers. Use marks is an arrow, a, 6 degrees on the transverse body and an arrow, t, 4 on the angular body. Body looks very clean with little to no noticeable damage. There are a few scuffs on the body but no scratches, just a slight sheen change on the anodized parts. Angular body adjustment works as intended. With activation tool, angular body moves and holds position. Gear has little to no damage. Transverse body adjustment held position until it was activated with tool. Once activated, transverse body can be moved almost freely without any tools. Transverse body can move across full gear length with little to no resistance. Shaking implant can cause the transverse body to move. Transverse gear segment has some small scratches/dents but not considered damage, just wear. Some of the anodization is rubbed off along the gear face. Review of the transverse worm gears under a loop and microscope show minor damage along the gears - device was not dissembled for review under microscope and loop. Some of the anodization was rubbed off and there are some minor scratches along gear. One gear had anodization rubbed off with some larger scratches/damage to the gear teeth. There is little to no noticeable damage to the surface of the device. Review of the transverse worm gears under a loop and microscope show minor damage along the gears - view of gear was performed with microscope but was difficult to fully see, it is recommended to disassemble distractor for complete evaluation. In certain positions, the distractor can hold along the transverse body adjustment. Once the worm gear starts to rotate the transverse body can move freely. As the body moves back and forth, the gears can be heard rubbing against each other. The design risk assessment includes a tolerance stack analysis that addresses the clearance between the gears. Tolerance stack 26 confirms there will be overlap of the gears in question. The stack analysis was repeated for the latest revisions of each part to confirm the design changes did not affect the engagement of the gears. The calculated clearance indicates that the device was designed so the gears would engage and the distractor should provide transverse angulations. The evidence suggests higher loads were applied to the distractor during the surgical procedure due to pre-mature bone consolidation. Without supporting imaging information, it is not possible to confirm this was the cause of the noted failure. From a pd perspective, the transverse worm gear assembly is designed with an adequate amount of interference. Placeholder.